Event description:
Clinical escalation reviewed for relizorb. Per delivery scheduling assessment on (B)(6) 2018 patients grandfather stated that the patient missed more than 15 doses of the medication. Called and spoke to patients hipaa verified grandfather (B)(6) who stated that the patient missed the doses of medication because she was in the hospital for 3 weeks because her oxygen levels were low and she had a lung infection. He stated that her physicians are aware of her admission. All questions and concerns addressed.